Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Further evaluation found that inappropriate therapy was due to incorrect diagnosis of supraventricular tachycardia as ventricular fibrillation. No interventions were made. No symptoms were reported.